Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) dislodged to the coronary sinus. The lp was retrieved and a different device was used to complete the procedure. The patient was in stable condition.